Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was repeatedly failing calibration for an error 94(heater test- element 4 failure). Per ttm report on (B)(6) 2025, it was reported that the biomed stated they were replacing the heater assembly on s/n (B)(6). They were having a hard time with disassembling and had a question about this process. Per additional information received via ttm report on 25mar2025, biomed just replaced heater assembly and was getting calibration error 94 (heater test- element 4 failure).

Manufacturer narrative:
Upon further review, it was found that 1018233-2025-02067 had no allegation against device. Therefore, a retraction is being submitted. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was repeatedly failing calibration for an error 94 (heater test- element 4 failure). Per ttm report on 24mar2025, it was reported that the biomed stated they were replacing the heater assembly on s/n: (B)(6). They were having a hard time with disassembling and had a question about this process. Per additional information received via ttm report on 25mar2025, biomed just replaced heater assembly and was getting calibration error 94 (heater test- element 4 failure). Per sample evaluation results on 20jun2025, missing lemo connector nut for pt1 and screws securing cca cards to the card cage being loose upon arrival and clear device label was illegible. Per additional information updated based on evaluation on 30jun2025, there was broken rear caster.